Event description:
It was reported that the track on the stair chair is broken and will not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.